Event description:
The rptr stated that he received an er1 message on a day when he had dietary problems which caused his blood glucose to read high. He did a color comparison with his surestep test strip bottle and then exercised and took his usual medication. There was no allegation of harm.